Event description:
It was reported that a vns patient was admitted in the hospital due to increase seizures. The system diagnostic results showed high lead impedance. Review of the available programming and diagnostic history showed normal diagnostic results. It was reported that the patient underwent a full revision surgery on (B)(6) 2015. The lead was replaced due to lead discontinuity and the generator was replaced prophylactically. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1400 ohms. It was reported that the explanted lead was discarded by the facility and the explanted generator was given to the patient.